Manufacturer narrative:
Investigation summary: photos were provided by the customer. A ¿tracheal tube, siliconized cut-to-length, oral 3.0mm 10/bx¿ sample is possible to see in the photo, broken in the tube. According to the photos provided by the customer the failure mode was not confirmed since the photos provided by the customer do not show the reported failure mode. In case the sample was provided the complaint will be re-open to evaluate the device and make the corresponding tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ballard 8 fr. Inline suction catheter could not be advanced down the tubes. On two instances they have needed to re-intubate babies with an alternate tube to ensure proper bronchial hygiene. There was patient involvement and unknown adverse event reported.